Event description:
Attorney originally reported alleged incarcerated incisional hernia, small bowel obstruction, infections, pain, physical injuries and disability due to defective mesh. Per review of provided medical records: (B) (6) 2004 - pt underwent repair of incarcerated incisional hernia with mesh implant. On (B) (6) 2006 - pt presented to ER with abdominal pain and nausea. Pt admitted with a small bowel obstruction. According to the CT scan, the bowel obstruction was in the hernia area. On (B) (6) 2006 - pt taken to surgery during which the previously implanted mesh was explanted and an incarcerated recurrent incisional hernia was repaired with another mesh implant. Previously implanted mesh was noted to be densely adherent to small bowel and causing multiple dense adhesion. Per the surgical notes "upon entering the abdominal cavity, it was clear that the previously placed mesh had migrated intra-abdominally and was causing a mass within the abdomen with dense adhesions of small bowel around it". Dissection of the mesh resulted in 2 areas of serosal damage from dense adhesion to the mesh. Seroal damaged repaired with sutures. On (B) (6) 2006 - pathology report described the pathology sample as "a foreign body abdomen, resection, inflamed, fibrous tissue adherent to foreign material." Overall hosp stay was 10 days.

Manufacturer narrative:
We have contacted the initial reporter to request return of the device for evaluation and have been informed that no sample is available for return. This MDR includes all pt, event and device info davol has received to date. Based on the provided medical record info, the pt developed and was treated for complications from adhesions between the mesh and the small bowel. Adhesions are a known adverse event that is listed in the IFU. Based on the available info we are unable to determine cause of the reported mesh migration, therefore, no conclusion can be drawn at this time. No ring issue was indicated in the reported event or in the provided medical records. The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B) (4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received.